Manufacturer narrative:
Attempts for the return of the sensor as well as additional information request have been made in order to identify the sensor involved in the reported event. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there were oximetry sensors "burning" 6 patients beginning in (B)(6) 2016 through (B)(6) 2016.